Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through visual inspection of the device. Evaluation found the printed circuit board burnt due to fluid intrusion. Evaluation determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had damage to an internal component on the board. There was no known patient injury or medical intervention associated with this event. No additional information is available.